Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. Log file analysis revealed a controller power up with associated motor start event logged on (B)(6) 2020 at 22:33:34. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 96% relative state of charge (rsoc) and that (B)(6) was connected to power port two with 54% rsoc. The data point recorded after the loss of power revealed that an active adapter was connected to power port and (B)(6) was connected to power port two. The controller was without power for eleven seconds. No anomalies were noted leading up to the loss of power. Loss of power to the controller will trigger a continuous audible alarm. As a result, the reported controller ¿power up¿ event was confirmed. A possible root cause of the loss of power can be attributed to an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: (B)(6). D10: yes, return date: 16-sep-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D4: serial or lot#: (B)(6). D10: yes, return date: 16-sep-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial#: (B)(4), UDI #: ((B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 25-oct-2018. Labeled for single use: no. (B)(4). Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 25-oct-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a power up alarm but the patient did not disconnect both the batteries at the same time. The batteries were replaced, and the controller remains in use. No patient complications have been reported as a result of this event.